Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-06441. The OEM performed a device history record review and no abnormality was found. The OEM completed the investigation and determined that there was no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the OEM determined that even though the device defects were confirmed, it is difficult to specify for there was no detailed information on a positive culture test result. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states the possibility of infection by insufficient reprocessing. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The customer reported that the scope had already been sent in for repair. The scope was returned to the service center for evaluation of "leaking/damaged". The scope was in the process of being repaired; therefore, olympus could not facilitate sending the customer's scope to an independent laboratory for further testing and or sterilization. The evaluation found the scope failed the insulation test as the insertion tube was smashed and the bending section cover adhesive was cracked. Additionally, there were deep indentations on the distal end plastic cover with two cracked light guide lenses. As part of the investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facilities reprocessing practice and to provide a reprocessing training if necessary. To date, the ess visit has not been finalized. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical assistance center was informed by the customer that the evis exera iii colonovideoscope's culture tested positive. No patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06441. The endoscopy support specialist (ess) visited the user facility and observed the customer was following the cleaning steps according to the instructions for use (IFU) except when after they perform the detergent flush, they do not wipe the endoscope with a lint free cloth before letting the scope soak for the recommended detergent soak time and they also do not use the olympus standard cleaning brushes such as bw-412t or bw-411b, they use another companies cleaning brush. The ess provided the customer with the in-service findings. The patient care manager at the user facility further reported the internal log shows that on (B)(6) 2020, the subject scope was deemed to be ¿broken¿ and returned for repair. This scope was returned on september 15, 2020 as repaired. The scope was reprocessed per protocol and returned to inventory circulation. Per the log book, this scope was not indicated as repeated positive culture; therefore, was sent for repair per protocol. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.